Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of deep vein thrombosis and pulmonary emboli on anticoagulation was diagnosed with a subdural hematoma and a vena cava filter was recommended. The right jugular vein was accessed and the filter was placed at the renal vein confluence. The patient was in stable condition at the conclusion of the procedure. Approximately one year two months post filter deployment, the patient presented to the emergency room with abdominal pain. An acute abdominal series performed demonstrated a tilted filter in the region of the upper inferior vena cava. No further information was provided regarding the filter or the status of the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The current patient status is unknown.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The patient with a history of deep vein thrombosis and pulmonary emboli on anticoagulation was diagnosed with a subdural hematoma and a vena cava filter was recommended. The right jugular vein was accessed and the filter was placed at the renal vein confluence. The patient was in stable condition at the conclusion of the procedure. Approximately one year two months post filter deployment, the patient presented to the emergency room with abdominal pain. An acute abdominal series performed demonstrated a tilted filter in the region of the upper inferior vena cava. No further information was provided regarding the filter or the status of the patient. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year two months post filter deployment, an acute abdominal series performed demonstrated a tilted filter in the region of the upper inferior vena cava with clips just below it. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The current patient status is unknown.